Event description:
It was reported that during an attempted implant, the physician was unable to implant the lead due to patient anatomy. In addition, the physician found the distal tip of the lead to be deformed and could not be used. The physician elected to remove the lead and replaced successfully in another vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).